Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and found to have a firing failure. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler instrument was installed onto an in-house system and fired on a test sheet using two in-house grey reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-lines appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs confirmed one firing failure. A review of the logs for the curved-tip stapler 30 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs showed that the stapler instrument was installed on the system 3 times and fired 3 reloads (1 white, 1 green, 1 white, in that order). On installs 1 and 2, clamping and firing were completed without error. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at 74% completion. The instrument logs showed an error 22030 representing the failure. The subsequent unclamp event was shown as successfully completed, per the logs. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the endowrist 30 curved tip stapler was not releasing after firing. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.